Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds, stent struts were stretched and distorted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon appeared to have been deflated as balloon wings were flattened. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink at 3.5 mm distal of the hypotube/mid-shaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00652, 2134265-2017-00584, 2134265-2017-00585. It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5 x 15 maverick and 2.5 x 15 nc emerge balloon catheters, a 2.75 x 16 mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0 x 28 mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5 x 38 mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5 x 38 mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5 x 38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5 x 38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00652, 2134265-2017-00584, 2134265-2017-00585. It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5x15 maverick and 2.5x15 nc emerge balloon catheters, a 2.75x16mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5x38mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5x38mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5x38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5x38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.